Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "facility called to report that they had 2 of the 60 ml syringes leak along the plunger which occurred today during preparation. Affected product discarded but unused samples available." 2 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: eighteen (18) samples were received for investigation in unopened blister packs. Six (6) of the returned samples were leak tested with all six (6) samples passing with no leakage observed. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. CAPA#55639 has been initiated to further investigate this issue. Bd is going from 60ml to 50ml because it will increase the stability of the plunger rod. All bd product currently produced is of a 50ml volume. As this product was produced prior to the CAPA completion no additional corrective or preventative actions are proposed in the scope of this complaint. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that leakage occurred during use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "facility called to report that they had 2 of the 60 ml syringes leak along the plunger which occurred today during preparation. Affected product discarded but unused samples available." 2 occurrences were reported.